Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to flattened dome. Unable to perform operating currents due to unresponsive buttons. The insulin pump has cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported to have changed batteries more often than normal. During troubleshooting, alarm history showed low battery alerts. Customer also received weak battery alerts. Customer also reported keypad anomaly. Customer reported that buttons were difficult to press. Customer's blood glucose was 109 mg/dl. Customer reported that insulin pump may have been exposed to sweat due to wearing insulin pump in bra. After troubleshooting, customer was advised that insulin pump would need to be replaced